Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting. The instrument was in operation. (B)(4).

Event description:
The customer reported approximately twenty (20) milliliters of fluid leaked around the instrument and on the tabletop after the filter was replaced during preparation for calibration involving the coulter act diff 2 analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and had on gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. The customer discovered loose tubing at the waste filter and reattached the tubing to resolve the issue. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility.